Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being treated by the paramedics for hypoglycemia. The blood glucose reading at time of the call was 104 mg/dl. Troubleshooting was performed. The basal rates, time, and date were correct. The boluses history revealed some bolus missing. The reservoir matches with the units left on the insulin pump. No further information was provided.